Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon notices two firings that didn't look quite right. On the next firing the staples failed to form on the patient side and the middle row. Staple legs were sticking up straight and were not in the "b" formation at all. Peristrips were used. Surgeon had to over sew the staple line. Gold cartridges were used. There were no adverse consequences for the patient reported.